Event description:
Medtronic received a report that a pipeline flex with shield technology stent moved during deployment and subsequently opened prematurely. The patient was undergoing dense mesh flow diversion surgery for treatment of a ruptured, blister, aneurysm at the communicating section of the right internal carotid artery (ica). The landing zone arterial diameter was 2.8 mm distally and 3.05 mm proximally. It was noted the patient's vessel tortuosity was normal. Internal carotid artery (ica) access vessel diameter was 2.8-4.25 mm. It was unknown if dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as good. During the procedure, the pipeline device was initially opened in the m1 segment and then repositioned back into the terminus, landing just below the a1 segment. During proximal deployment, the device moved proximally from the intended distal landing zone. The device was resheathed into the phenom 27and a second attempt was made to deploy at the target location; however, the device again moved proximally during deployment. The device was resheathed a second time. During a subsequent attempt, advancement of the delivery wire resulted in the proximal end of the tip coil being positioned within the half deployed pipeline device. At this point, it was determined that the pipeline had separated from the resheathing pad. The device could not be recaptured using the microcatheter. An intermediate catheter was then used to recapture the device, and the entire system was removed from the vessel. A new pipeline device (ped2-400-12) and phenom 27 microcatheter were subsequently used, and the device was successfully deployed without further issues. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included neuronmax 088 guidecatheter, phenom 27 microcatheter, synchro standard guidewire, apro 55 ic.

Manufacturer narrative:
Continuation of d10: phenom 27 product ID: fg15150-0615-1s (lot: 232476590); h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.